Event description:
During baxter's functionality testing of a spectrum pump, it powered off without user input. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the pump powered off without user input, which was found during baxter's functionality testing. Evaluation confirmed this to be caused by a failed power cord. The failed power cord was replaced.